Event description:
The user facility reported the following: the case was a size 23 corevalve to be implanted in a small (B)(6) female, estimated at (B)(6); the right femoral artery access site was of mild tortuosity with poor caliber approx. 5 mm in diameter; the right superficial femortery artery appeared to dive down into the pelvis when viewed angiographically; the iliacs were also of similar tortuosity and caliber; the cardiologist, from considerable experience chose the sr-1935 due to concern over the patients anatomy; the solopath sheath was prepped as per the IFU; the sr-1935 was inserted easily without trauma nor undue force; about 3-4 cm of the sheath was left external to the skin; the internal sheath expander was inflated with 1:1 contrast/saline and inflated to 20 atm and held for 60 seconds; angiographically the sheath appeared fully expanded; the size 23 corevalve device was inserted, resistance was felt as the valve sheath was about 15 cm into the solopath; at that point the valve sheath could not be removed or advanced; under fluoroscopy there were no signs of obstruction; the cardiologist decided to remove the corevalve and solopath sheath as a unit, the sheath came out of the patient relatively easily; the cardiologist then inserted an 18 fr. Cook sheath into the same site; the assistant was able to remove the corevalve from the solopath; the case proceeded and the valve deployed without incident and a satisfactory result; upon removal of the cook sheath the iliac artery evulsed and came out of the patient on the sheath; vascular grafting and repair was required, not related to the solopath; visualization of the solopath post procedure, the sheath appears kinked at a point about 5 cm from the hub, this coincide with a transition point between the expandable and non expandable portion of the solopath; the procedure was completed; and the patient is reported in "satisfactory" condition.

Manufacturer narrative:
The actual device has not been returned for evaluation and the investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.